Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿cheeks and chin,¿ with four syringes of juvéderm voluma® xc and in the ¿perioral area and the lips,¿ with one syringe of juvéderm volbella® xc. Approximately five months post injections, the patient experienced swelling and granulomas. Biopsy was not provided. Events are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00405 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm volbella® xc.